Event description:
The customer observed discrepant results on one pt after a clot was cleared from the cell-dyn 1800 analyzer. The sample was retested after a clot was removed from the system and backgrounds were verified to be within specification. Results were hbg = 13.0 g/dl and wbc = 13.0 k/ul. This sample previously generated a hgb = 5.4 g/dl and wbc = 6.9 k/ul. No impact to pt management was reported.

Manufacturer narrative:
Pre-mix cup; transducer assembly; aperture plates; tubing lines; y fitting. The customer had noted a big clog in the aspiration pathway with overflow of the pre-mix cup on the cell-dyn 1800 analyzer. The orifice was cleared multiple times and an autoclean performed. Finally the pre-mix cup was draining, but backgrounds were out of range for wbc. The customer technical advocate (cta) verified there was no impact on pt results. The customer noted a clot in the wbc bath. The cta walked the customer through the procedures for empty/fill wbc bath, aperture cleaning and flushing the t fitting left to the wbc bath. The clot was dissolved and backgrounds were 0.0. The customer reran a sample run earlier and hgb was 0.0 g/dl. The cta verified no clot was in the system, hbg reference range was 1929, syringes were free of bubbles, leaks, crusty buildup. The cta had the customer massage and reseat the lyse inlet tubing in normally closed valve 58 and prime the lyse reagent twice. Power was cycled to the instrument. Backgrounds were 0.0 after initialization. The sample run earlier was repeated and hbg recovered at 13.0 g/dl. The prior hgb result was 5.4 g/dl. The initial result for wbc was 6.9 k/ul and upon repeat was 13.0 k/ul. Qc was within range in the morning, reagents were verified to be correct. A field service rep (fsr) was dispatched. The fsr flushed the cup, bath, plates and tubing lines with lyse to dissolve any clots. The transducer assembly was cleaned and a preventative maintenance inspection performed. Controls and precision passed. The instrument was performing within specification. The cell-dyn system 1800 operator's manual, 07h80-01, rev d, recommends that specimens must be well-mixed and checked for clots before they are run (p.5-51). The first step in the daily start-up routine is to run a background count, which should fall within specification, prior to running controls. When background counts and quality control results are acceptable, pt specimens can be analyzed (page 5-43). Cleaning of the flow cell, pre-mix cup, aperture plates, cleaning the y fitting are listed under as-required maintenance procedures (pages 9-34 to 9-48, 9-93 to 9-99). A review of customer complaints for the period 2007 through 2008, did not indicate any adverse trend with the cell-dyn 1800, list base 07h77-01, for the complaint issue. There was no systemic issue. This is the final report.